Event description:
Coffee-ground emesis/bright red bloody emesis [haematemesis]. Hematocrit dropped from 5% to 30% [haematocrit decreased]. Case description: initial information received on (B)(6)2015: this spontaneous medical device report was received from a nurse concerning patient (B)(6) (age and gender not provided). The patient's medical history was not provided. Concomitant medications were not provided. On (B)(6) 2015, the patient received therasphere treatment to the right hepatic artery. Dose, indication, and lot number were not provided. On (B)(6) 2015, the patient experienced coffee-ground emesis and bright red blood emesis and was admitted to the hospital for treatment. Hematocrit had dropped from 45% on (B)(6)2015 to 30% on the day of admission. On (B)(6) 2015, an upper gi demonstrated no active bleeding, no significant varices, and no erosions. The patient was discharged on (B)(6)-2015. The event outcome was not provided. The nurse reported that since there were no acute erosions, this gi bleed probably was not caused by the therasphere treatment. Case comment: coffee-ground emesis/bright red blood emesis and hematocrit dropped from 45% to 30% considered unlisted according to the therasphere instructions for use. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.